Event description:
During locking stage, secure ring disengaged from the plate. The plate and secure ring disengaged from the plate. The plate and secure ring was removed and replaced. This event caused a surgical delay of 30 minutes.